Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiopulmonary arrest during dialysis and subsequently expired on the same day. It was also alleged that the death was caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.